Event description:
The customer reported to olympus, the insufflation unit intermittently turned off. The issue was found during preparation before use inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the light-emitting diode (led) on the control panel did not light up due to a system failure of the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, reproduction of the phenomenon ¿power of the device is interrupted¿ could not be recognized. Additionally, it was confirmed that ¿alarm sounds from the device and the display gets turned off¿ due to failure of the printed circuit (pcb) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.